Manufacturer narrative:
The image in use was not to protocol. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues with the nose being cut off on their 3d images. User was reported she could see the tip of the nose on the 2d images, but not on the 3d images. They went into 3d mode settings and confirmed the box to crop the 2d images cut the nose off. User could not expand the box enough to uncrop the nose. User confirmed that there was not a lot of space behind the patient's skull in the sagittal image. There was no patient present during the event.